Manufacturer narrative:
This supplemental report is created with reference to mfg report #1218950-2021-10766 with corrected information to update the registered legal manufacturing site.

Event description:
It was reported to philips that the baby developed localized infection at fse site.